Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 an authorized service personnel(asp) was dispatched to the customer site and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced the touchscreen to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.